Manufacturer narrative:
D6b: explant date is not available. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees, that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The complainant reported a patient was implanted with an impella device for mechanical circulatory support. During support, the placement signal went out on the aic controller. The placement unreliable alarm was present. Motor current and flows stable.

Manufacturer narrative:
Additionally, information received confirms the impella pump placed for support was explanted. The patient was reported to have survived at the time of explant and was subsequently bridged to implant. Section d6b has been updated accordingly. Further information received confirmed the patient's weight as captured to a4 and previously reported. Correction. Section d1 brand name was corrected accordingly. Section e1 was corrected to add initial reporter's title and occupation as well as the associated facility name and address.

Manufacturer narrative:
Placement signal issue: the cause of the issue was not established as no product or logs were returned and insufficient information was provided.